Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was scissoring clips and feeding multiple clips. No patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Indicator wheel failure. The analysis results found that one el5ml device (a) was received in good visual condition. The device was cycled, fed and formed the remaining as intended; the clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely; this finding is not related with the incident reported. Although, no malformed clips were found during testing, possible causes might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that one el5ml device (b) was received inside its original package. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications and then, it locked out as intended. Although, no malformed clips were found during testing, possible causes might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9jp13, expiration date: 02/2015, manufacturing date: 03/2010. Orange indicator over traveled. The analysis results found that one el5ml device (c) was received inside its original package. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications and then, it locked out as intended; however, during the 14th firing sequence the orange indicator indexed two times thus, it over traveled. Although, no malformed clips were found during testing, possible causes might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # g9jp13, expiration date: 02/2015, manufacturing date: 03/2010. Orange indicator over traveled.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of deaths of serious injury.